Event description:
It was reported that an implantable pulse generator (ipg) for deep brain stimulation had impedance issues. The patient was experiencing these issues, and a possible system explant and revision were considered. No patient complications have been reported as a result of this event. The manufacturer representative provided additional information confirming a revision surgery on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 3708660, serial# (B)(6), implanted: (B)(6) 2019, product type: extension; product ID 3708660, serial# (B)(6), implanted: (B)(6) 2019, product type: extension; product ID 3389s-40, lot# va1upmt, implanted: (B)(6) 2019, product type: lead; product ID 3389s-40, lot# va1uejx, implanted: (B)(6) 2019, explanted: product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 25-jan-2023, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(6), ubd: 25-jan-2023, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(6), ubd: 16-jul-2021, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(6), ubd: 18-jun-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.